Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3,h6 investigation summary: the received pictures were reviewed, the complained screwdriver is visible. Neither functional nor dimensional issues can be verified on the pictures, therefore this complaint is rated as unconfirmed. It can also not be verified if the in 2011 manufactured device was new as described, because the handle seems to be in a used condition with slight nicks at the edges. The manufacturing documents were reviewed and no complaint related issues were found. Product was not returned, therefore no further investigation is possible. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information or the device is made available, the investigation will be updated as applicable. Device history part: 314.050, lot: 7711666, manufacturing site: haegendorf, release to warehouse date: 27. Dec. 2011. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances related to the reported complaint condition were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019 the screwdriver hex was too big to fit a 7.3 mm screw recess. The issue was partially resolved with the surgeon crushing the end of the driver to fit the screw. I am led to believe the surgery time was delayed by about two (2) hours. Concomitant device/s reported: unknown screw (part # unknown, lot # unknown, quantity # unknown). This report is for one (1) scrdriver-hex-cann f/cannscr ø6.5+7.3. This is report 1 of 1 for (B)(4).